Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during prime. The technical service representative (tsr) assisted the home patient (hp) to pull the lines up and down, turn the heater bag over, move the drain line, and discovered air bubbles were in the heater line. The tsr informed the hp to start over using new supplies and followed the above. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp, they stated the alarm and air occurred because they placed one of bags down and caused the clamp to hit something and come loose. The hp stated they understood the proper setup procedure. The hp stated they have been performing therapy successfully since the incident. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The report for air in tubing was not confirmed. The cause was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.